Manufacturer narrative:
Product analysis summary: the device returned with a crack evident to the front side of the luer, the distal portion of the crack curved towards the wing of the luer. A hairline crack was also evident to the back face of the luer. The device failed negative prep. It was not possible to inflate the balloon due to the crack on the luer. Contrast was visible in both the inflation lumen and balloon. The balloon folds returned expanded. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a sprinter legend rx ptca balloon catheter was intended to be used. There was no damage noted to the packaging or any issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed without issues. The lesion was pre-dilated. The device was not kinked and restraightened during use. It was reported that the luer of the device cracked during preparation of the device in vitro. The physician stated that when the inflation device was attached to the balloon the attachment was uneven. It was indicated that the luer cracked upon balloon inflation. The patient was reported to be alive with no injury.